Event description:
Information was received indicating that the bladder to a smiths medical portex griggs percutaneous dilation tracheostomy was observed to be ruptured. There were no reported adverse effects.